Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low morphology or low amplitude, high pacing thresholds and high pace impedance. The conductor fracture was verified through fluoroscopy. This rv lead was surgically abandoned. No additional adverse patient effects were reported.